Event description:
During installation of the pump system, the user reported that during cardiopulmonary bypass, the centrifugal pump would not start when the on/off button was pressed. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.